Event description:
The consumer alleges the chair went from forward to reverse at a high rate of speed, then back to forward, causing him to miss the doorway and hit the side of the wall. Although injury is alleged, the specific and extent is not known.

Manufacturer narrative:
While transgressing in their house, the user alleges the chair moved in an unintended manner resulting in the chair hitting her wall. Chair has been in service for 2 years with no reported incidents. Chairs programming parameters are unknown at this time. Consumer sought medical treatment and was referred to a foot specialist. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as user error of lack of maintenance may have caused or contributed to this incident. MDR filed based on apparent medical intervention.